Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative: an impella cp was inserted via the left femoral artery in a 62-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock in scai stage d cardiogenic shock. The patient had a prior history of coronary artery bypass graft surgery and known coronary artery disease and required advanced hemodynamic and respiratory support, including inotropes, vasopressors, and mechanical ventilation. It was later reported by nursing staff that pedal and posterior tibial pulses in the left lower extremity were unable to be obtained by doppler. The affected leg was described as swollen and stiff on the most recent assessment, though warm to the touch. The patient¿s clinical course occurred in the setting of significant underlying vascular disease, cardiogenic shock, and the need for large-bore femoral arterial access. Lower extremity ischemia is a known complication associated with femoral artery sheath placement, particularly in patients with pre-existing coronary and peripheral vascular disease, as outlined in the instructions for use. Additionally, the use of inotropes and vasopressors may contribute to peripheral vasoconstriction and compromised distal perfusion. The reported ischemic findings occurred in the context of advanced critical illness and multiple contributing risk factors. Based on the available information, the patient was later withdrawn from care. The patient expired.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.